Event description:
Reporter alleged discrepant values between the blood glucose monitoring device and a valid comparative from the abulance taken fifteen minutes later. Reporter stated result was 200 mg/dl at 1 pm and ambulance was called however a relative treated customer with an injection prior to their arrival. Reporter indicated ambulance result was 78 mg/dl at 1:15 pm. Reporter stated no other treatment was received and controls were used and found to be within range however were expired. A request was made for the return of the suspect device and replacement product was sent.